Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: some valves do not have notches on the end of the anti-siphon valve. The connection is therefore not secure and detaches from the tubing, causing product spills. There has been no direct impact on users other than a delay in treatment. However, there have been several instances where cytotoxic products have spilled onto the bedding. Fortunately, this has physically affected no users or staff.